Event description:
It was reported that a volunteer was opening the wheelchair and sustained an injury to her finger. Five stitches were required to repair the laceration.

Manufacturer narrative:
It was reported that a volunteer was opening the chair and sustained an injury to a finger when the chair suddenly snapped open. She received five stitches. The account did not know if the upholstery back had been replaced last year when the field corrective action was initiated. We have delivery confirmation that the corrective action information with replacement upholstery was delivered to the account on 3/26/2008. Upon evaluation of the wheelchair we confirmed that the upholstery back had not been replaced as instructed. The customer did not comply with the instructions of the field corrective action. A replacement has since been provided to them.